Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump was under delivering. Blood glucose level was 300 mg/dl. The customer did not report symptoms as a result of high blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not use auto mode feature. The device will not be returned for analysis.